Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is (B)(4).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to d5. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event occurred due to one or more of the following: 1 ¿ interference of the esg-400 generator due to scattered electromagnetic interfering fields (temporary fault). 2 - the operator activates the footswitch during generator booting (temporary fault caused by user action). 3 - a defective footswitch (temporary fault, short circuit in the plug). 4 - a defective footswitch (temporary fault, defective reed contact). 5 - a faulty cable connection between hvps (high voltage power supply) board and generator board (temporary or permanent fault). 6 - a faulty cable connection for the output signal between generator board and relay board (temporary or permanent fault). However, a definitive root cause was unable to be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that while switching on the generator an error e433 occurs on display and machine automatically restarts. The issue was found by the biomedical engineer during daily maintenance. There was no procedure or patient involved. There were no reports of harm.

Manufacturer narrative:
The subject device was returned to an olympus repair center for evaluation however the customer¿s reported issue was unable to be reproduced during the evaluation. The device evaluation found an e433 error in the error log of the device.. In addition the device evaluation also found one component in the generator board was loose, the transformer was burnt, and the insulation film on the motherboard was damaged. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.